Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing of the fracture of the skull and bones of the face, the suture untied after single and double knots. Another suture was used to complete the case. There was no patient injury.